Event description:
On (B)(6) 2014, the patient underwent a right anterior hip replacement. The patient continued to have persistent and worsening hip pain. Follow-up x-rays showed progressive subsidence of the femoral stem indicative of loosening. On (B)(6) 2014, the patient underwent a revision right total hip arthroplasty, femoral component. The findings during surgery were gross loosening of the femoral stem with subsidence well below the lesser trochanter, typical fibrous tissue that was surrounding the femoral component. Reference MFR # 1818910-2014-30916.